Event description:
It was reported that the device was inserted on (B)(6) 2024 for infusion of chemotherapy drugs. Patient sent for consultation on (B)(6) 2024, during a flushing with physiological saline 10 ml, device manifested leakage of liquid between the y-connection and the external proximal part where a crack was found. No injuries were found to the patient or operator. The incident had caused the device to be replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.